Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a device pullout. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: an angio-seal vip 6fr device did not close the vein properly. There was very smooth and normal insertion, however, the anchor of angio-seal did not work properly and did not close the vessel. The perclose device from abbott was used for closure. There was no patient harm. Additional information was received on 12sept2025: the procedure that was being performed was a diagnostic angiography. A 6 fr procedural sheath was used. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved with manual pressure. There was no blood loss. The patient was stable.